Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon fractured multiple insert trials during primary tka. Trial breakage occurred when impacting into a trial baseplate being held in place by two posterior pins. First a custom 4x9 cr trial was cracked, then a custom 4x13 cr trial, then a standard 4x13 cr trial. After deciding to convert to a ps construct on the femur, a standard 4x13 ps trial was cracked as well. All these trials were sterile on the field to begin the case and supported successful completion of the surgery.

Manufacturer narrative:
An event regarding alleged "crack/fracture during trailing" involving a specialty triathlon solid cr tibial inserts sizes 2 - 7 9, 11, 13mm thick per fi was reported. The event was confirmed. Device evaluation and results: the device was returned in used condition. The triathlon insert trial is fractured into two pieces. Material analysis has been performed and concluded: "fracture consistent with an overload condition." Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: a review of the device history records could not be performed as the routers provided are valid for both (B)(4). The lot number shall be treated as unknown since the assembly number on the router is (B)(4). Complaint history review: there has been no other event for the lot referenced. Conclusion: the investigation concluded that visual inspection confirms device was returned fractured in two pieces . A material analysis has been performed and concluded: "fracture consistent with an overload condition." If the additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that surgeon fractured multiple insert trials during primary tka. Trial breakage occurred when impacting into a trial baseplate being held in place by two posterior pins. First a custom 4x9 cr trial was cracked, then a custom 4x13 cr trial, then a standard 4x13 cr trial. After deciding to convert to a ps construct on the femur, a standard 4x13 ps trial was cracked as well. All these trials were sterile on the field to begin the case and supported successful completion of the surgery.